Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the usb port was loose and the cable had to be held a certain way for the pump to charge. The customer's blood glucose level ranged from 90-135 mg/dl. Customer continued using the pump for insulin therapy.